Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: lightheaded and weakness. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-061: improper use/mishandled by end user. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for meter displays or partial. The customer reported symptoms of feeling lightheaded and weakness; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 118 mg/dl using true metrix meter. The test strip lot manufacturer¿s expiration date is 07/15/2026; product storage and open vial date were not provided.